Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed a chip in the upper left hand corner of the rear housing, the battery contact tensioner was missing and the latch was sticky. Functional testing involved accuracy testing and showed that the pump was within the published specifications, but outside of the internal specifications. The investigation determined that the expulsor being out of calibration was the cause of the reported issue. The expulsor was trimmed to bring it closer to nominal specification. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -12.90% during testing. There was no patient involvement.